Event description:
On (B)(6) 2013, the physician's assistant (pa) reported that he observed high impedance on the patient's vns device. The pa stated that he did not know how the high impedance could have occurred and could not attribute it to anything. It was unknown if any patient manipulation or trauma occurred. The patient was doing well, so the pa left the vns device turned on. X-rays were ordered. Attempts were made for additional information; however, no other information was provided.

Event description:
A patient implant card was received indicating that the patient underwent a full revision surgery. The patient¿s explanted lead and generator are not expected to be returned due to the hospitals privacy policy.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed the device met all final testing specifications and sterilization standards prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.